Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, and a power-on self test. Power on self-test and the alarm log found evidence of the f-22 alarm. The cause of the f-22 alarm code was determined be an inoperative sensor printed circuit board assembly. The device was swapped to resolve the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving an f-22 alarm code on a flogard infusion pump. It is unknown what process step this alarm occurred during. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.